Event description:
Olympus was informed that during a diagnostic upper endoscopy, the severe image fogging occurred during an inspection. The cloudiness did not disappear even after supplying water. It was reported that the reported issue severely occurred from august to september. There was no abnormality in water leakage detection. The staff checked the lens surface and observed his own hand, but no image abnormalities were found. There is no information on whether the case was completed each time it occurred. In some cases, the scope was pulled out, the lens surface was wiped out, and then reinserted for inspection. It was reported that the cancer cells were sometimes overlooked due to heavy cloudiness. It was further reported that after the after the cancer cells were missed, the patient was surgically treated.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported image problem (foggy image). There was a scratch and stain on the objective lens. In addition, there was a foreign material found inside the nozzle. The exact cause of the reported phenomenon could not be conclusively determined. The investigation is ongoing, and this report will be supplemented accordingly once the investigation is completed and if new information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although it was confirmed that there was foreign material in the nozzle, the specific material could not be identified. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.